Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with monitor) has been confirmed. Upon investigation the electrode belt did not pass an ECG fall off test. The cause for not passing was isolated to a defective u713 op amp on the distribution node pca. The root cause for the defective u713 op amp could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor returned an electrode belt was unable to complete incoming functionality testing.